Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during rewinding due to jammed motor gearbox. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.